Manufacturer narrative:
Continued: h6- f1905. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii, rupture device analysis: the device related to the reported event of insufficient information was received on april 15, 2023, with lot number 392602. No observation is performed for the complaint as the event is no complaint against the device. Additional observations: white particles observed on the device. Wear abrasion observed in the device. Observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. No further actions are required as the device was implanted.

Event description:
Device received in lab with insufficient information. Healthcare professional later reported right side rupture and capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, e1, e3.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii, diagnosed by mammography the device has been explanted and replaced with a non-allergan device.